Manufacturer narrative:
Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
Per the foreign arjohuntleigh service rep - "the resident was sitting on the toilet awaiting to be hoisted. Whilst sitting on the toilet, the resident was holding the lift frame and not the lift handles. Whilst sitting, she fell forward causing her to bang her head on the centre lug for attachment loop slings. She banged her forehead causing a severe bruise and some bruising to her forehead." The arjohuntleigh service rep report also states that a doctor attended and was satisfied that the resident needed no further treatment and was to be observed overnight.